Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity. Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation in the complaint file to show a causal relationship between the fluid volume overload, swelling and increased blood pressure and the liberty select cycler. The patient stated they were draining well but receiving m65 errors. There is no treatment data available at this time. There is a temporal relationship between pd therapy on the liberty select cycler and the fluid volume overload, swelling and increased blood pressure. The patient has a history of fluid retention and hypertension and congestive heart failure which could have contributed to the event. It is unknown if the patient had any concomitant medications that could have also contributed to the event.

Event description:
A follow up call with a peritoneal dialysis (pd) patient on an unrelated event revealed that they were in the emergency room (ER) for possible fluid volume overload. The patient was reported to be swollen and dehydrated. The patient reported that they have been draining well on the liberty cycler. The patient reported to have received multiple m65 scale reading error alarms during their peritoneal dialysis treatment. Upon follow the peritoneal dialysis registered nurse reported that the patient was seen in the ER for fluid volume overload which resulted in swelling of the lower extremities, however the patient was not admitted. The patient had gained approximately 15 pounds during an unknown period of time and their blood pressure had increased (unknown values). Per the pd nurse the patient was draining sufficiently but was retaining fluid, a known issue, as the patient was a low transporter and had a history of hypertension and congestive heart failure. The patient was treated with lasix (route, dose, strength, duration unknown) in the ER and was released a few hours later. There was no change in the pd prescription. The patient was evaluated at the pd clinic on 02/21/2018 and was reported have recovered from the swelling, weight gain, hypertension and fluid volume overload. The patient was back to their target weight of 170 pounds with a blood pressure of 107/80. The patient continues to complete continuous cycling peritoneal dialysis (ccpd) therapy with no further issues reported.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.